Event description:
On (B) (6) 2010, the pt had a reported loss of consciousness and shortly thereafter the paramedics arrived and transported her to the mayo clinic hospital emergency department. The device had a fracture at the junction point of the driveline to the device housing. Impression: failure of pt's external lvad device and subsequent emergency switch out/replacement of left ventricular (peripheral) assist device.